Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a waterbag was emptied too quickly when it was connected to an mr290v vented autofeed humidification chamber during set-up. When the chamber was checked, it was observed that the dome was cracked. This happened on four mr290 chambers.

Manufacturer narrative:
(B)(4). Method: one of the four complaint mr290v vented autofeed humidification chambers was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed that the chamber dome was cracked along the base, between the bracket and one of the ports. The chamber had smeared printing in the vicinity of the cracking. A residue was also found on the cracking. A lot check revealed no other complaints of this nature for lot number 120413. Conclusion: based on the nature of the cracking, smeared printing, and residue observed on the returned chamber, it can be concluded that the damage was caused by environmental stress cracking due to the chamber dome coming into contact with cleaning products, specifically products that are alcohol-based. The smeared prints on the chamber dome indicate that the dome came in contact with cleaning solutions containing ethanol, which resulted in the cracking of the chamber. The mr290 humidification chamber is a single use device, manufactured in a clean working environment and as such does not need to be cleaned. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product". Every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). One of the complaint mr290v vented autofeed humidification chambers is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a waterbag was emptied too quickly when it was connected to an mr290v vented autofeed humidification chamber during set-up. When the chamber was checked, it was observed that the dome was cracked. This happened on four mr290 chambers.